Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose and ketones. The customer experienced nausea and dizziness. It was stated that the customer did use the bolus wizard but did not eat, and his blood glucose kept getting higher. The customer was treated and allowed him to go home. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found a no delivery alarm. Performed the high pressure test and passed. It was mentioned that the customer changes the infusion set about every five days. Advised the caller to change the entire infusion set and reservoir every two to three days. No further information was provided.